Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. Evidence of moisture ingress was observed in the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and no further evidence of moisture ingress was found. The pump did not power on during testing due to moisture damage. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a battery compartment leak, and moisture ingress. This report is made based on results of investigation completed on (B)(6) 2015.